Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery; after t1 was deployed, t2 couldn't be deployed due to the needle core that could not come back; t1 was removed from the patient using forceps. The procedure was successfully completed using a back-up device, it is unknow if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was received for evaluation. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image shows the distal end of a fast fix in use during a procedure. The suture is visible. The anchors are not visible. The root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery; after t1 was deployed, t2 couldn't be deployed due to the needle core that could not come back. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
(B)(4).